Event description:
On (B)(6) 2022, (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the last 2 weeks they have noticed a sharp, intense, shooting pain at the ins site (upper right buttock hip area "east to west") which occurs, depending on their body position. Pt said this occurs when they are getting in and out of the car or when laying on the couch even when they barely move. Pt said it is a sudden jolt but there is no bruise, no sore. Pt said they have called the doctor's office and spoke to the nurse practitioner who recommended pt alter the strength and change the program. Pt said originally after implant they were on program 5 at 1.1 or 1.3 which seemed to work really well they tried a couple of other programs but went back to 5. Pt said monday they changed to program 1 at 1.3 for a couple of days but then they had more bladder issues: going more often but that did not resolve the pain in the ins site, so today went back to 5. Reviewed the option to continue trying the other programs and changing the amplitude to see if that impacts the pain they can also turn stim off altogether to see if the pain goes away. Recommended keeping a diary and sharing the information with their doctor. Pt will try turning stim off, try their other programs and report their results back to their doctor.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.